Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer on (B)(6) 2015, the customer reported that the housing of her pump in style transformer was cracked, that the screws that hold the housing together failed and the housing came apart. The customer also reported that she would return the original device. The original product was received on (B)(6) 2015, however, as of the date of this report a product evaluation has not been completed. Should the additional information become available resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Product received, but not evaluated

Event description:
The customer reported through email to customer service that the transformer for her pump in style breast pump had fallen completely apart, indicating a breach, which is a safety risk.